Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the ring that serves as an attachment broke off from the impactor after sterilization. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. No product was returned provided; visual and dimensional evaluations could not be performed. Photograph provided does not indicate fracture or any issue. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint sample was evaluated and the reported event was confirmed. The returned product showed signs of use and the quick-connect insert/ring had been disassembled from the impactor head. Epoxy could be seen in the impactor pad thread with no damage to the thread area. Dimensional analysis found that the device was conforming to print specification. Evaluation of the returned product did not change the root cause previously reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.